Manufacturer narrative:
The device was returned to the olympus repair center. The repair inspection confirmed the customer¿s reported issue, the insulation at the distal tip of the sheath was broken off. The device history records (DHR) was performed for the affected lot number without showing any non-conformities or deviations regarding the described issues. A review of the device repair history indicates the device had not been repaired in the last year. The legal manufacturer¿s (oste) investigation determined that there is no design, manufacturing, material or processing related cause for the reported event. No device was returned for evaluation. However, based on the damage pattern, it is presumed that the damage to the insulation insert was induced thermally and/or mechanically; therefore, it is most likely attributable to wear and tear and/or improper handling by the customer (more specifically the device being subjected to mechanical overload, impact, accidental dropping, etc.). It cannot be ddetermine if there was pre-existing damage to the insulation insert or if it was already worn. Furthermore, it cannot be determined if the damage was caused during the last reprocessing of the instrument or during its last use in a procedure. As a general note, cracks on the insulation material are mostly not visible, making visual inspection difficult. Lost fragments of the ceramic insulation insert can be localized and removed using a suitable x-ray procedure or computed tomography. Olympus will continue to monitor complaints related to the device and reported phenomenon. To mitigate the injury to the patient and also device damage, the instruction for use provides the following: properly reprocess the product before first and each subsequent use following the instructions in this manual and in the system guide endoscopy. Improper and/or incomplete reprocessing can cause infection of the patient and/or medical personnel. Visually inspect the product. Make sure that it has: no corrosion, no dents, no scratches. Visually inspect the ceramic insulation at the sheath¿s distal end before each use. Do not use the instrument in case of damage (e.g. Cracks, fractures). Impact, fall, shock orsimilar stress can damage the ceramic insulation at the sheath¿s distal end. Damaged instruments can cause injuries to the patient and/or user. Do not use the instrument if damaged. Damaged product if the product is damaged or does not function properly, contact an olympus representative or an authorized service center.

Event description:
Olympus (osh) was informed via repair request that the customer resection sheath has a broken ceramic tip. The customer reported problem was found at reprocessing. No death injury or infection and no impact to person or other has been reported to olympus.